Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with (0.0860) inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 24 was not found in the history files on (B)(6) 2024 or two-days prior. Pump error 54 was found in adapt on (B)(6) 2024 20:09:03.000. Pump error 3 was found in adapt on (B)(6) 2024 20:09:05.000. Pump error 42 was found in adapt on (B)(6) 2024 20:09:07.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (faded end cap address label). Pump error 24 was not confirmed. Pump error 54 was confirmed due to software error. Pump error 3 was isolated to electronic stack. Pump error 42 was isolated to electronic stack. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and the issue was not resolved. It was found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.